Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship between the returned device and the reported event. Visual inspection under magnification of the wand shows extensive electrode and screen wear with contamination/discoloration and scratch/scuff marks on the spacer and cap. Two of the four electrodes were detached and not returned for investigation. The insulation on the shaft at distal end is damaged and compromised. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible quantum controller and registered an e-7 error. After by-passing the error, the wand excites plasma only on the remaining parts of the electrodes. The suction line was tested and performed as intended; there are no manufacturing abnormalities visually observed with the returned wand. The complaint was verified and the root cause was determined to be associated with the worn screen and detached electrodes. Factors which contributes to the reported incident includes (1) rate of ablation (2) power settings (3) prolonged use against dense or bony surfaces (4) suction rate and depth/amount of pressure on the tissue ablation (5) fluid management. The instruction for use contains precautionary statements associated with the use of the device. There were no indications that would suggest that the device did not meet product specification upon release into distribution. Name prefix/title (dr, mrs,etc.): dr. First name: (B)(6). Middle name should be left in blank.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors not associated with the manufacture or design of the device which could result in damage to the tip could be the device coming into abrupt contact with a hard (metallic) object, improper insertion or removal from an apparatus, use at a higher than recommended set point or excessive force applied to the tip can also lead to unintended detachment and are outlined in the precautionary statements in the instruction for use. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip arthroscopy the surgeon entered several times with the wand through the arthrogarde slotted cannula in the joint. At a certain point there were visible small balls of metal in the joint. After checking the wand, we noticed, that the balls on the electrode plate have been detached. The removal of the detached parts (2) was initially tried with a grasper, but in the end, they disappeared and were not visible anymore. Even a fluoroscopic check couldn't locate them. The joint was subsequently thoroughly flushed with saline fluid of the pump. We suppose that the parts were removed from the joint. The procedure went on with a new wand. The surgeon is aware that the cause of detachment was mechanical (very hard joint capsule). No significant delay or patient injury reported.